Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 12. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2019 non-osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, swelling and fistula. No further patient complications were reported.